Event description:
During surgery, the pt's co2 level became elevated. The two sodalime cartridges were changed and the pt's co2 level returned to normal. Allegedly, the color change did not fully occur with these cartridges.